Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was selected for implantation using a 12f amplatzer amulet delivery sheath. During the procedure, the septal puncture was slightly superior making it difficult to catheterize the auricle. It was noted during that the device was difficult to position. The device was advanced deeper into patient anatomy in order to position correctly. The device was successfully implanted. Two hours after the procedure, a pericardial effusion was noticed on the echocardiogram on the bottom of the auricle. The pericardial effusion lead to a cardiac tamponade. It was discovered that the bottom of the auricle was damaged, and the patient underwent open heart surgery to repair the auricle. While the patient was massaged, the device embolized into the left atrium. The device was then explanted the same day. The patient did not wake up from surgery due to neurological cause. It was noted that the patient's death is expected in the near future. It is believed that the auricle was damaged by positioning the device too deep during deployment.

Manufacturer narrative:
An event of difficulty positioning, pericardial effusion leading to a cardiac tamponade, and device explant due to embolization into left atrium was reported. It was also reported that the bottom of the auricle was damaged. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "confirm proper device placement using echocardiography and fluoroscopy. Indications of proper device placement include: the orientation of the device lobe must be consistent with the axis of the intended landing zone in the left atrial appendage (see figures f4¿f6). The device lobe should be slightly compressed and have good apposition to the left atrial appendage wall."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was selected for implantation using a 12f amplatzer amulet delivery sheath. The sizing was done using CT scan and echocardiogram. The transseptal puncture was more superior due to the small foramen and slipping during the procedure. During the procedure, the septal puncture was slightly superior making it difficult to catheterize the auricle. It was noted during that the device was difficult to position. The device was advanced deeper into patient anatomy in order to position correctly. The device was successfully implanted. Two hours after the procedure, a pericardial effusion was noticed on the echocardiogram on the bottom of the auricle. The pericardial effusion lead to a cardiac tamponade. It was discovered that the bottom of the auricle was damaged, and the patient underwent open heart surgery to repair the auricle. While the patient was massaged, the device embolized into the left atrium. The device was then explanted the same day. The patient did not wake up from surgery due to neurological cause. It was noted that the patient's death is expected in the near future. It is believed that the auricle was damaged by positioning the device too deep during deployment. Subsequent to the previously filed report, additional information was received that. The sizing was done using CT scan and echocardiogram. The transseptal puncture was more superior due to the small foramen and slipping during the procedure. It was reported that the patient died the week of (B)(6) 2022. The patient died due to neurological causes following the surgical intervention. It was unknown whether the patient death is related to device malfunction.